Manufacturer narrative:
Follow-up #1 date of submission 09/08/2016-product analysis: the device was returned and evaluated by product analysis on 08/16/2016 with the following findings: review of the pump¿s black box revealed no abnormal pump behavior. The total daily dose history and basal history were appropriate for the programmed delivery settings. Investigation revealed the display screen was dim and discolored. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 05/10/2016, the reporter contacted animas alleging the patient's blood glucose on an unknown date was between 1.8-30.0 mmol/l with large ketones, vomiting, extreme drowsiness, and extreme thirst. The reporter indicated that the pump display screen had become dim and discolored. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. This complaint is being reported because the reported health event was attributed to an alleged device issue.